Event description:
Boston scientific received information that this patient was admitted to the hospital after a syncopal collapse while watching a stress test while in cardiac rehabilitation. Four seconds of asystole was observed on the external monitor. A review and interrogation of the device did not revealed any abnormalities, but the root cause of the syncopal collapse could not be determined. The device was reprogrammed to a fixed ventricular output and a follow up has been scheduled.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information was received which noted that this device was explanted for unknown reason. Should additional information become available this investigation will be updated.